Event description:
It was reported that the atrial lead has chronic low impedance that caused the alert to trigger. It was also reported that there was noise noted on the atrial high rate. No medical intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.